Manufacturer narrative:
(B)(4). Date sent: 03/03/2023. D4: batch # 571a84 per photographic evaluation: this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a device from the casing and guide area and can be seen some pieces of tissue on the guide face. In addition, appears to be some staples inside the pockets. Based on the photo reviewed the event described is confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage and anvil missing. The breakaway was not present and there were only 3 partially formed staples inside of the pockets. The device was reloaded with staples and tested for functionality with a test washer and anvil; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the partially formed staples indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 571a84 , and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 03/03/2023 h11: corrected data = h6 the following codes were omitted on the previous report.

Event description:
It was reported that during the anterior resection, there were 3 clips visible in the housing after the surgeon had fired the device. The surgery was delayed by 20-minutes. The surgeon reinforced the staple line with suture to prevent leaks. The procedure was successfully completed. There were no patient consequences.

Manufacturer narrative:
(B)(4). Only event year known: 2023. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Photo received and is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.